Manufacturer narrative:
Concomitant product: 407652 lead; 6947m62 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device observed oversensing of noise on the atrial channel that was consistent with electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.